Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the umbilical cable was replaced which resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. The cable has not been received by the manufacture for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) sometimes did not proceed and the umbilical cable was damaged. The procedure was completed with the use of imaging. There was no known patient impact reported and no delay to surgery.

Manufacturer narrative:
The mvs interface cable was returned to the manufacturer for analysis. Analysis found that cable passed all tests. When installed in an imaging system motion, x-ray, communication readied and system was charging. Imaging was successful. No fault found.

Manufacturer narrative:
The positioner control box for the imaging system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. However, results are not available at this time.